Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units. The customer's blood glucose level was 96 mg/dl. Tandem technical support recommended that the customer fill the cartridge with 480 units per pump labeling instructions. The customer reloaded the cartridge successfully and received an accurate fill estimate.